Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The 3mensio provided showed that the patient's access vessels had presence of tortuosity, undersized vessel regions, and calcification above the femoral bifurcation region. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The reported event was confirmed per evaluation of the returned device imagery. In this case, available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as patient factors were confirmed via provided 3mensio imagery. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels (e.g. Due to anatomical variation) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via a transfemoral approach, the tip of the 16fr esheath plus was torn and hanging by a thread upon removal. When access to that site was obtained, there was difficulty in straightening out the wire, necessitating multiple wire exchanges. Eventually, the wire was straightened out, allowing the dilator and 16fr sheath to pass. No other issues were noted after the delivery system (ds) and valve were inserted. The valve was successfully deployed, and upon removal of the sheath, a tear was observed at the end. Additionally, the CT scan revealed some anterior calcium at the level of entry. Follow-up received from the fcs indicated that there appeared to be no missing piece from the distal tip. The patient had a hematoma on the side of the e-sheath, it could have been from the sheath, but it could have been from the perclose and the wire advancement before sheath insertion. On this side, they had a lot of difficulties advancing the wire because it kept getting kinked at the insertion point. The device will not be returned. Imagery of the device provided showed that the distal tip was torn radially but remained attached.

Manufacturer narrative:
The investigation is ongoing.